Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the pressure alarms went off on both arterial side and cardioplegia side, then went to calibration (cal). There was a red "x" on the central control monitor (ccm) as well. The device was not changed out, as the user recalibrated the unit and finished the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Investigation in process, but not yet completed. The user facility's biomedical engineer (biomed) changed out the pressure module after the case was completed. The user facility stated they would watch the unit to see if the problem reoccurs.